Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger would not recognize a battery pack. Upon evaluation, there was contamination on the battery board. The cause of the inability to power on is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it would not power on.